Manufacturer narrative:
The service rep found the lift column power supply was faulty. He installed and tested the new lift column power supply. System operating as intended.

Event description:
Customer reported that the c-arm vertical lift column will go up but will not go down. There were patients involved but there was no injury.